Event description:
It was reported that the patient presented for follow up with recorded episodes post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. Programming interventions were made. No adverse patient affects were reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-71163, the same issue was previously reported as 2017865-2024-70895.